Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: (B)(6) 2015. (B)(4).

Event description:
It was reported the end user developed weeping, abraded skin under tape collar of the skin barrier. The issue has persisted since (B)(6) 2015. After an examination, the patient was treated for cellulitis (unknown antibiotic) and a yeast infection (unknown antifungal). The patient has seen no improvement to the affected area. No further information was provided.